Event description:
It was reported that the patient faced infusion set patch did not stick to skin upon insertion event on (B)(6) 2026 due to adhesive issue. There was no harm reported with this complaint because there was no indication of harm in the describe event of problem.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.